Event description:
It was reported that an ilet pump was dropped from a couch, after which the screen delaminated and internal wires became visible, consistent with a device display component issue and a failure of bonding. Customer care provided support that included communication with the user and analysis of information provided by the user. Investigation of this case revealed stress-related damage consistent with a failure to bond in the display component following the reported drop. No clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.